Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the product was prepared during laparoscopic cholecystectomy, there was a feeling of strangeness at the tip when the product was taken out from the package. After checking, the root of the jaws was found to be unsteady and was about to come off. A new product was opened and used to complete the case. The event occurred during the procedure but the product was not used for patient.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Visual and functional evaluation were performed and the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the product was prepared during laparoscopic cholecystectomy, there was a feeling of strangeness at the tip when the product was taken out from the package. After checking, the root of the jaws was found to be unsteady and was about to come off. A new product was opened and used to complete the case. The event occurred during the procedure but the product was not used for patient.